Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt participated in a (B)(4) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Pt was implanted with an fra spacer at level l4_l5 size and l5_s1 size. Pt was also implanted with an atb plate at screw_l4_l, screw_l4_r, screw_l5_l, screw_l5_r, screw_s1_l and screw_s1_r, with atb plated 449.082. Pt had been experiencing pain for 240 months. Surgery date was (B)(6) 2007 and postoperatively pt experienced vascular injury, requiring repair primarily with sutures. This complaint is on the right screw at s1 (24 mm). This complaint is 2 of 7 for the same event.